Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be malignant pain and bone. It was reported that the patient's pump was implanted on (B)(6) 2012 and 6 weeks later the doctor had to move the pump higher because she lost weight and the pump started to move. She stated she had lost a lot of weight and needed to have skin removed because the "pump does move quite a bit." No patient symptoms were reported. No further complications were reported.